Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 458 mg/dl. Customer¿s blood glucose level was 278 mg/dl at the time of incident. Customer's current blood glucose level was 453 mg/dl. Customer was treated with insulin pump. Drive support cap was normal. Customer stated that there was no air bubble and leak. Customer stated that the insulin exited with quick release. Customer was alleging insulin pump for under delivering because customer's high blood glucose level was increasing. Customer stated that the insulin pump passed self test. The insulin pump and reservoir will not be returned for analysis.